Event description:
Daughter of home patient (hp) reported mother's use of minicaps with no betadine. The home patient was not regularly checking minicaps for presence of betadine, however, noted no presence of betadine when initiating the drain phase of her dialysis exchange. No pt injury or medical intervention related to this incident.